Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: material: 309657 batch#: 5112124. Rcc received a complaint via email. See attached photos. Stuff inside syringe. Item - 309657, lot -5112124.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter it was reported that foreign material was observed inside a syringe. To support the investigation, one sample and two photographs of a 1ml luer-lok syringe were submitted to the quality team for evaluation. The sample arrived in an unsealed package that included all relevant product information. Brownish stains were noted on the syringe barrel, consistent with embedded foreign matter. One photograph depicts the top web side of a packaging blister, while the second shows a sealed package and syringe exhibiting the same brownish stains as those observed in the received sample. The condition is non-conforming per product specifications and is attributed to the molding process. A device history record (DHR) review was conducted for material number 309657, lot 5112124. The review confirmed that all visual inspections were performed in accordance with established requirements, with no quality notifications related to the reported condition. The lot was inspected and accepted per the inspection control plan, approved for shipment, and found to be in compliance with product specification requirements. Relevant data will be captured in trend reports and monitored on a monthly basis. Our business team regularly reviews this information to identify any emerging trends.

Event description:
No additional information was provided.